Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been waking up in the morning with high blood glucose (bg) levels (350 mg/dl) and insulin injections were administered to address the bg level. The customer reported that she "generally wakes up" with the bg high and the current bg was an expected high. Tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.